Event description:
(B)(6) 2011 the sales rep received the information from the doctor that loose pin was suspected according to the chest x-ray. When the check was performed, the sales rep confirmed higher ventricular impedance >1 000ohms 2 days. When the sales rep told the doctor about the wrong information and that loose pin was unlikely, the doctor suspected ventricular lead was damaged. When the configuration was changed from bipolar to unipolar, the impedance was 350ohms and threshold decreased. (B)(6) 2011 impedance was stable. When isometric test and pocket manipulation were performed, no change was observed. (B)(6) 2011 the doctor decided to implant ventricular lead. The left subclavian vein was difficult to implant, therefore, new system would be implanted right side of the patient. When visual check of the device was performed from pocket, it was found the lead was being disconnected. The procedure was closed with the lead was reconnected. The patient condition was good. Ra impedance 480ohms threshold 1.0v/0.4ms rv impedance 1210ohms (bipolar). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).